Event description:
Customer reported a bulge developed in the pump segment during an infusion of chemotherapy. Stated the pt was receiving chemotherapy and "the tubing began to develop a bulge at the top of the pump segment of the tubing which caused the pump to alarm. The bulge was approx the size of a shelled pistachio. When the tubing was taken out of the pump, the bulge would disappear however when place back in the pump the bulge would reappear. A weakened spot at the top of pump segment could be felt." Customer stated that no IV push meds were given prior to finding the bulge in the tubing. No pt harm or medical intervention occurred. No further pt/event info was reported.

Manufacturer narrative:
(B)(4). This report was filed by the MFR. No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.